Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established. Stroke, bleeding, neurologic dysfunction, and renal dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2018 due to stroke, renal insult, and multi system organ failure. It was reported that the neurological issues were a direct result of a stroke. The lvad pump operated as expected. No further information was provided.